Event description:
The plaintiff's attorney alleged that the patient experienced four sudden cardiac events. Two months after the initial sudden cardiac event, the patient experienced a second sudden cardiac event, the patient experienced a second sudden cardiac event. Two months after the second event, the patient experienced a third sudden cardiac event. Approximately two years after the initial event, the patient experienced a fourth sudden cardiac event. It is further alleged that these events were caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.